Manufacturer narrative:
An event of valve leaflets opening and closing poorly during implant procedure was reported. No anomalies were found with the valve leaflets upon return to abbott, and functional testing at the time of manufacturing indicated the valve functioned normally. Both leaflets were able to fully open and close with no resistance occurring when tested upon return to abbott. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm sjm masters series mechanical heart valve was chosen for a aortic valve replacement procedure. The patient was taking warfarin and latest international normalized ratio (inr) was 2.0. During device preparation, flap holder used to test leaflet function and they confirmed the leaflets moved normally when tested. After the procedure, they discovered abnormalities in the opening and closing of the valve leaflets before the heartbeat could be restored. The valve was replaced with a another 27mm sjm masters series mechanical heart valve. The leaflet was tested after the valve was no longer in the annulus, which were normal. The operation time was extended by 20 minutes and increases the cardiopulmonary bypass time but there was no reported potential risk to the patient. The patient was reported stable.